Event description:
The customer reported that the system was not powering, booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The fluoro functions board, generator interface board, and the sys interface board were replaced during the svc call. The system was tested and found to be working as intended and put back into svc.